Manufacturer narrative:
Corrected information was provided in h.6. Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is misfolded and the haptic tip is under the optic. The root cause for the reported complaint could not be determined. While the investigation did not identify a manufacturing issue, the company intraocular lens (iol) aspheric uv absorbing iol with the company automated pre-loaded delivery system product information document outlines several factors that could impact successful iol delivery outcomes, including: qualified ophthalmic viscosurgical devices (ovd) use: for optimal iol delivery, use a company qualified ovd (viscoat, discovisc, or provisc) with the company delivery system. Company has rigorously tested these products to ensure their ideal interaction with the iol and lens delivery components. Use of a non-qualified ovd or substitute product may compromise this compatibility, potentially increasing the risk of nozzle damage, iol damage, and/or other complications during use. Prompt iol implantation: implant the iol within one (1) minute after positioning it at the pause location on the nozzle. Leaving the iol at this location for longer may increase the risk of iol folding/unfolding issues, iol damage, nozzle damage, and/or other complications during use. Appropriate temperature: the company delivery system and company-qualified ovds should be used at operating room temperatures between 18 degrees celsius (64-degree fahrenheit) and 23 degrees celsius (73 degree fahrenheit). Allow both the system and ovd to reach operating room temperature for at least 30 and 20 minutes, respectfully, before use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become excessively pliable, potentially affecting proper haptic folding and unfolding. Either of these situations can increase the risk of haptic issues, iol damage, nozzle damage, and/or other complications during use. Sufficient ovd volume: fill the company delivery system with an company qualified ovd through the designated ovd port until ovd is observed flowing to the distal end of the nozzle tip. Insufficient ovd volume may compromise iol coverage within the nozzle lumen, increasing the risk of iol folding/unfolding issues, iol damage, nozzle damage, and/or other complications during use. Additionally, do not attempt to add ovd to the device after the lock-out assembly has been removed, or lens damage may result. To maximize iol delivery success, precise adherence to the information provided in the company iol aspheric uv absorbing iol with the company automated pre-loaded delivery system product information document is crucial. Any deviation may potentially lead to haptic issues, iol damage, nozzle damage, and/or other complications during use. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, leading haptic was stuck on the posterior side of the optic. The procedure was completed on same day. There was no patient contact.